Event description:
It was reported that the surgeon torqued the driver too much and the inner sleeve as well as the tip broke. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the manufacturer for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.